Event description:
Caller reported a malfunction on the pump with a malfunction code of malf 12. There is no reported impact to the customer¿s blood glucose level as the specific value was unknown or declined to be provided. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.